Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there were high thresholds. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported that after about 3 months, the thresholds have increased.

Event description:
It was reported that there were high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there were high thresholds. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported that after about 3 months, the thresholds have increased. At a later date it was reported that the thresholds remain increased from the time of implant.